Manufacturer narrative:
Product event summary: analysis found errors in the programmer update history. No other anomalies found. It was noted the analyzer battery was depleted (normal battery depletion).

Event description:
It was reported there was an error, analyzer freezes. No measurement possible. The analyzer was replaced but the error persisted. It was noted the analyzer measurements were possible. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.